Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of the insulin pump were sticking. Customer stated that the insulin pump had battery cap was broken, battery life was diminished, longer to rewind, backlight was lost some brightness and rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot(p). (B)(4).